Manufacturer narrative:
Unit received with critical pump error (open book) and thump download unsuccessful due to moisture damage on electronics assembly stack pcba1 and pcba2. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump error. Pump error 35 alarm confirmed in history file or traces 02/02/2025 16:54:00:000 pm due to moisture damage at electronics assembly. Unit received with moisture damage noted on, 40 pin flexible printed, electronics stack pcba1, pcba2, and motor. Unable to verify frozen screen display and unresponsive keypad anomalies due to critical pump error alarm. The following were noted during visual inspection cracked battery tube threads, fading serial number label, missing display window cover and cracked case at battery tube side. The unit p-cap / test reservoir locks in place properly. Critical pump error (open book image) alarm confirmed due to moisture damage. Pump exposed to moisture confirmed. Critical pump error was confirmed due to pump error 35 unable to verify frozen screen display and unresponsive keypad anomalies due to critical pump error alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the customer received pump error 35 (a broken force sensor was detected during seating or regular delivery.), insulin pump screen was frozen , buttons were unresponsive and observed a crack at the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and the customer was not able to clear the alarm. It was noticed that the buttons were not responsive and time clock did not advance during frozen screen troubleshooting. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1884l was requested and customer response was the device will be returned.